Event description:
While setting up for a breast biopsy the customer unit displayed an error message during the device setup, and it was also noted that the device was making a very loud noise and the cutter on the probe was not spinning properly. The device was rebooted and the procedure was completed with no consequence to the pt. The device was returned for service and repair.